Event description:
"Caller alleged discrepant results when testing troponin I (tni) on triage cardiac panel compared with the reference method which tests for troponin t. Results as follow:" sample#: 1110600951, triage: 0.44, ref. Method: 0.21, 1110600742, 0.64, 0.21.

Manufacturer narrative:
Investigation pending.